Manufacturer narrative:
The reported complaint of a leak could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed and a probable cause cannot be determined. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined.

Event description:
It was reported that, on an unknown date, a 33" (84cm) appx 0.6ml, smallbore extension set was found to leak during patient use. It was reported that the extension locks are leaking at the port. There was no patient harm reported.